Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a nonthrombotic iliac vein lesion (nivl), a fibrous lesion with 65% stenosis, 200mm length, and 16mm diameter was identified in the mid left common iliac vein. Vessel pre-dilation and post-dilation were performed using a 16mm x 40mm non medtronic balloon. A 9fr non medtronic sheath and 0.35 guidewire were used. The device passed through a previously deployed abre stent. The lock-pin was removed prior to attempted deployment. When attempting to deploy the stent ab9u14080090 abre, a deployment issue occurred and the stent could not be deployed. Upon removal, stent struts were exposed and visible. No intervention was required for removal of the device. The device was never implanted, and the procedure was completed using a new device. No patient complications have been reported as a result of this event.